Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the electrocardiogram (ECG) cable will not conduct. The customer clinical representative worked remotely with the philips rse. The conclusion was the ECG was not conducting. The device needs an ECG cable. The customer was provided a quote for the ECG cable, but it expired with no action by the customer. No further action at this time. The ECG cable complaint was confirmed by the site clinical representative. The customer after evaluation was provided a quote for an ECG cable. However, the quote expired, and no cable was hipped to customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Event description:
It was reported to philips that the ECG cable does not conduct. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.